Event description:
It was reported that an intrauterine fetal death occurred. A 2.0cm x 25cm leveen superslim needle electrode was selected for use with an rf 3000 generator. Radiofrequency ablation (rfa) was performed in a twin reversed arterial perfusion (trap) procedure. The procedure was successfully completed under ultrasound, and after 25 cumulative minutes, there was roll off with an impedance of 270ohm. Procedurally, the physician deemed the case a success. There were no device issues. Everything procedurally was as expected. However, a slightly decreased heartbeat of the pump twin (intended surviving twin) was noted by the end of the procedure. The decreased heartbeat was a consequence of hemodynamic changes in response to rfa. It was reported that the possibility of this occurring was discussed with the patient. Subsequently, the pump twin was unwell to the point of being non-viable/deceased. The mother was well.

Manufacturer narrative:
Correction to h6: evaluation conclusion codes.

Event description:
It was reported that an intrauterine fetal death occurred. A 2.0cm x 25cm leveen superslim needle electrode was selected for use with an rf 3000 generator. Radiofrequency ablation (rfa) was performed in a twin reversed arterial perfusion (trap) procedure. The procedure was successfully completed under ultrasound, and after 25 cumulative minutes, there was roll off with an impedance of 270ohm. Procedurally, the physician deemed the case a success. There were no device issues. Everything procedurally was as expected. However, a slightly decreased heartbeat of the pump twin (intended surviving twin) was noted by the end of the procedure. The decreased heartbeat was a consequence of hemodynamic changes in response to rfa. It was reported that the possibility of this occurring was discussed with the patient. Subsequently, the pump twin was unwell to the point of being non-viable/deceased. The mother was well.